Event description:
It was reported that the patient died. The patient presented with multivessel coronary artery disease and was undergoing percutaneous coronary intervention. Following pre-dilation, a 32 x 3.50 promus elite drug-eluting stent (des) was deployed in the left anterior descending artery with 85% stenosis. Another 38 x 3.00 promus premier des was also deployed in the right coronary artery with 90% stenosis. Following the successful procedure, the patient was transferred to the cardiac care unit. In the evening, the patient experienced chest pain, hypotension and cardiac arrest. Cardiopulmonary resuscitation was performed immediately but the patient died. The official cause of death was cardiac arrest and autopsy was not performed.